Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was deep vein thrombosis (dvt) and pulmonary embolism (pe) and was scheduled to be off anticoagulation for lung surgery due to cancer. The filter was successfully deployed in the ivc. Subsequent venography demonstrated appropriate positioning. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, shortness of breath, swelling of extremities, and chest pain. Per the patient profile form (ppf), the patient reports tilt, continuous discomfort, mental anguish and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety, shortness of breath, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, shortness of breath, swelling of extremities, and chest pain. According to the information received in the patient profile form (ppf), the patient reports continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter. Per the implant records, the filter was indicated as the patient presented with deep vein thrombosis (dvt) and pulmonary embolism (pe) and was scheduled to be off anticoagulation for lung surgery due to cancer. The filter was successfully deployed in the inferior vena cava (ivc). Subsequent venography demonstrated appropriate positioning. According to the information received in the amended patient profile form (ppf), the patient reports tilting of the ivc filter.